Event description:
The customer reported that they were hospitalized for high bgs. The customer indicated that they started to take kidney and cholesterol medication. The infusion set was changed prior to the admission. Troubleshooting was performed. The programming and histories on the pump were correct. The infusion set was disconnected and ran a fixed prime with the reservoir in the pump. The insulin exited. However, during the call they re-connected and received an over infusion of insulin. Small amount of juice would be given by the nurse to treat bgs.